Manufacturer narrative:
The reported unknown endobutton device, used in treatment, will not be returned for examination. The investigation was limited to the information provided, as the specific part and lot numbers to review the device history records were not provided. A review of the manufacturing, risk management documents and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use for the endobutton product family was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality this investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. No clinical/medical documentation was provided to support this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Event description:
The patient had undergone revision acl reconstruction with autologous hamstring tendons. It was uncertain how far the endobutton extended beyond the lateral femoral cortex before flipping, however, the endobutton appeared to flip without difficulty. The graft was then fixed with a screw and soft tissue washer on the anterior tibia. Examination under anesthesia revealed a 1a lachman. The radiographs in the recovery room showed the endobutton in a more central location and approximately 1 cm off the surface of the lateral femoral cortex with soft tissue interposition, presumably the extensor mechanism. Removal of the previously placed femoral interference screw was not required at the time of the revision. It is unknown the current status of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.